Event description:
Pt was receiving electrical stimulation on her right hip and distal thigh area for ilio tibial band syndrome and general weakness per physical therapy. Pt had 7 sessions of electrical stimulation to the proximal and distal r it band with the same electrodes. On (B) (6) 2009, after her treatment, her skin was noted to be intact and on her way home she stated she felt like something was burning in that area. On (B) (6) 2009, pt returned to pt. The therapist noted a small red closed area. On (B) (6), pt was referred to md for follow up and was referred to wound ctr for burn treatment and debridement. Ultrasound/stim was sent to health equipment services where it was noted that the excel ultra IV lead wires had been recalled in 2000.